Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the customer entered the intended value into the bolus menu but did not eat as much food as intended. Soda was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.